Event description:
The wound ostomy care nurse reported that the tape collar on the wafer will not stick within 1-2 days of wear when used on post operative urostomy patients. The tape collar lifts and migrates creating the wafer to leak. The collar lifts from either the top or close to the midline incision.

Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted.